Manufacturer narrative:
The medwatch report is for the suspect device used in system 2. Reference medwatch report with a1 patient for the suspect device used in system 1, (lot number 300971, expiration date 05/31/2009).

Event description:
Reporter alleged obtaining a blood glucose result of 200 mg/dl on the aviva system 1 and then taking an extra 50 mg of januvia in addition to the 50 mg she normally takes. Reporter stated that 15 minutes later, she began feeling hypoglycemic symptoms. Reporter indicated that her family attempted to treat her with sugar but she was unable to eat it so they called the emts and attempted to test her on aviva system 2, but it would not turn on due to power concerns. Reporter stated that the emts took her to the hospital where a low result was obtained, she received an IV, was given a sandwich and then released within 4 hours. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.